Manufacturer narrative:
This is the initial report submitted regarding this surgical event and med device.

Event description:
Infection - pseudomonas 1.5 month post operative. Single stage exchange of humeral tray, insert and glenosphere.